Event description:
The pt reported that while brushing their teeth, a tip of the toothbrush came off and lodged in their throat. Pt dislodged that piece by coughing and experienced a scratchy feeling in the back of their throat. The pt did not seek medical attention. The events resolved.

Event description:
This case was reported by a consumer and described the occurence of almost choking in a pt who received aquafresh flex toothbrush (aquafresh extreme clean toothbrush, medium) for dental care. A physician or other health care professional has not verified this report. On an unk date, the pt used aquafresh flex toothbrush. The pt reported that a rubber tip broke off the brush and they "almost" choked. This case was assessed as medically serious by gsk. Treatment with aquafresh flex toothbrush was discontinued. The event resolved. The product is being returned and quality review is pending.